Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 21.0 diopter symfony intraocular lens (iol) was explanted from a female patient's eye due to dysphotosia. The lens was replaced with a zcb00 lens. At 4 months post op with the symfony lens, the physician implanted a zcb00 in the patient's fellow eye. The patient was happier with the zcboo and requested the symfony lens be exchanged for a zcb00. The patient is now satisfied. No further information was provided.